Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, the patient presented with thrombosis. The procedure treated the target lesion located in the distal right coronary artery. A 2.25x16mm taxus liberte stent was successfully implanted and the patient was discharged. Three days later the patient returned emergently due to chest pain. The physician performed ivus which revealed the 2.25x16mm taxus liberte stent had thrombosed but the area next to the stent did not. A 2.5mm non bsc stent was used to successfully treat the lesion. No further complications were reported and the patient status is fine.